Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine visit in (B)(6) 2017 in situ testing showed some affected channels. An incident of accident or trauma is unknown and there are no changes in health reported. The processor was reprogrammed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a routine visit in (B)(6) 2017 in situ testing showed some affected channels. An incident of accident or trauma is unknown and there were no changes in health reported.